Manufacturer narrative:
Although requested, device has not been received, and patient demographic details were not provided. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a medication error may have occurred during an infusion. The melphalan bag was prepared with 357mg in 321.4 ml total volume. The user programmed the drug as a custom entry, and a soft guardrails alert was expected when the user may have attempted to program 140mg/m2. No alert was visible in the infusion data. Although requested, other programming and patient details were not provided and the devices were not sequestered.